Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2015, to report that on (B)(6) 2015, the receiver displayed an unknown symbol. The symbol was unknown due to the receiver screen being cracked. Additionally, it was stated that the sensor had been inserted at the patient's arm. No additional event or patient information is available. The complaint device was not returned. The complaint cannot be confirmed. It was stated that the sensor was inserted at the patient's arm. It should be noted that the dexcom pediatric users guide states: dexcom user's guide states that the sensor insertion site for pediatrics is the abdomen and upper buttocks.